Event description:
It was reported that four bd smartsite needle-free valve experienced occlusion. The following information was provided by the initial reporter: seasoned nurses have had difficulty in flushing through the smart site, this happened at least three times over the last several weeks and is a concern.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that four bd smartsite needle-free valve experienced occlusion. The following information was provided by the initial reporter: seasoned nurses have had difficulty in flushing through the smart site, this happened at least three times over the last several weeks and is a concern.

Manufacturer narrative:
H6: investigation summary 1 unused sample for model 2000ea lot number# 20105313 was returned for investigation. The set was examined for defects and abnormalities for flow issues. No defects or abnormalities were observed .the set was attached to a cut off bd syringe to see if a fluid path can be observed. A fluid path was observed clearly. The smartsite was then connected to a 10 ml bd syringe filled with water and the smart site set was attempted to be flushed. The set was successfully flushed. The customer complaint that the smart site are difficult to flush could not be replicated. A device history record review for model 2000ea and lot number 20105313 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of flow issues - fluid blockage could not be determined because the issue could not be replicated. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.